Event description:
Revision surgery- the patient had a broken post on size 6x15 posterior stabilized tibial insert, due to wear.

Manufacturer narrative:
On (B)(6), 2012 an agent informed djo surgical that a revision surgery involving the replacement of a constrained size 6x15mm tibial insert was performed. The description of the event indicates that the primary reason for the revision surgery was a broken post due to wear. This device was in use for 12.9 years. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the tibial insert post fracture. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). A review of the product complaint report history shows one prior complaint for this lot number involving the same failure mode. The root cause of this event could not be determined with confidence because the devices were not returned to djo surgical for evaluation. There are no indications of a manufacturing or design problem which would have caused the event.